Event description:
During a csi atherectomy of the proximal circumflex, following the exchanging out of over a 1.2 x 6 over the wire balloon for a sci flex tip catheter, a csi was done with 1 run that was able to cross into the lesion and debunked the lesion. A second run was attempted, but as soon as we advanced the csi wire to the ostium, the wire bent at a 90-degree angle and hit the bit and shredded the wire proximally. The csi was pulled out. (Thrombolysis in myocardial infarction) timi-3 flow was maintained in the vessel. We then placed a bmw wire down the vessel and attempted to snare the fractured wire. The snare would not cross the ostium of the lesion. A choice pt extra support wire and another bmw wire down and attempted to entwine the fractured wire with the 3 wire and another bmw wire down and attempted to entwine the fractured wire with the 3 wire by twirling the wires inside of the circumflex vessel. This was unsuccessful. We attempted to balloon use a 1.2 x 12 balloon and a 1.5 x 12 balloon, and even a 2.0 x 12 balloon to inflate in the vessel and dragged the fractured wire back to the guide. All 3 attempts were unsuccessful. A guideliner and snare was again used. Several more attempts with balloons with no success. The decision was made to stop, and the decision was made to leave the wire in. The patient remained thermodynamically stable with timi-3 flow down the vessel.